Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the software bug in improved internal o2 sensor communication handling found in v6.0.1600.0. This issue is resolved with v6.0.1700.0.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files, video and picture of screen has been sent by the customer. It shows that the ui failsafe issue was triggered by softwaare handling of internal o2 sensor. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has a user interface issue. The screen suddenly turned black and display restarted automatically then it started from the language selection screen where all data disappeared like alarm history, profile & trend data etc. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.